Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the pump had gotten wet when customer was swimming. During troubleshooting with technical support, the alarms were cleared, and insulin delivery was resumed successfully. The customer's blood glucose level was 353 mg/dl.